Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the the hv lead impedance showed an increase on rv to can and svc to can. The lead was capped and replaced.